Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 1000 ml eva tpn bags were observed leaking from the corner of the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph of the samples were provided for evaluation. During visual inspection of the photograph, a leak could be observed in the corner of one of the bags. The reported condition was verified; however, the cause of the condition could not be determined. In the other picture, the event could not be refuted or confirmed as the other bag appeared to be empty and no leak was observed. Therefore, the reported condition was not verified. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.